Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the pump and transmitter were not in range. Reportedly, the pump and transmitter regained connection. No additional patient information was available.